Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue was logged in the device¿s memory. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device kept shutting off on its own. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. This issue is patient related; however there was no adverse event reported.